Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the loose screw could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center had an optical filter failure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the screw inside the device was loose. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
During evaluation, the following were found: the screw inside the device was loose and was reinstalled by engineer. The engineer did not confirm the customer's reported fault. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.